Event description:
It was reported by the patient's spouse that the remote monitor was not completing the send phase of the manual transmission. Troubleshooting included resetting the phone setting switches and unplugging the cords, but once the power cord was replaced the monitor would no longer power up. A different outlet that was known to be working was tried. A new power cord was sent to try. The monitor had transmitted successfully in the past. No patient complications have been reported as a result of this event. It was further reported that the monitor was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.